Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nausea, nasal irritation, sore throat, dry throat, runny nose. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nausea, nasal irritation, sore throat, dry throat, runny nose. There was no report of seious or permanent patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The manufacturer concludes that they confirm the unit contaminated with insects and unit scrapped. Section d8, d9 and h6 updated in this report.